Manufacturer narrative:
Device return is not required. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned investigation completed by product analysis with the following findings: a blood glucose meter was not returned with the pump for investigation. The complaint was reported to animas on (B)(6)2018 and the pump history showed the pump remained in use until (B)(6)2018. On investigation, continuous glucose monitoring (cgm) session was executed using a test transmitter (6g49t) with no discrepancies found in the cgm readings within a period of 24 hours. Investigation did not find any defects; the complaint was not confirmed nor duplicated.